Manufacturer narrative:
H3: product analysis: evaluation determined that it was not possible to lock the bur. The likely cause was due to internal tube bearings being detached. It was also noted that the tube couldn't extend/retract due to the rotating dial being stuck, the input and output drive shaft was worn, the tactile o-ring sleeve was scratched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was not working. At the time of report, there was no patient involved.